Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device history record for zimmer skin graft mesher serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Review of the complaint history based on the above keywords found no other similar events related to the reported device; as such, no further additional action is required at this time. The reported event was confirmed by the service technician who evaluated and repaired the device. On (B)(6) 2019, it was reported that the blades on a meshgraft were dull and bent. The customer returned a zimmer meshgraft ii serial number (B)(6) for evaluation. Evaluation of the meshgraft on (B)(6) 2019 noted that the device had a damaged cutter and was out of calibration. Upon further inspection, the device was found to have a damaged handle and sterilization tray. The meshgraft was unable to produce a passing test mesh. Repair of the device occurred on (B)(6) 2019 and involved replacing the cutter, handle and the sterilization tray. The technician then tested and verified that the device was functioning as intended. The device was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the cutter was damaged and that the device would not produce a passing test mesh, indicating that there was a defect with the blades on the cutter, it cannot be determined from the information provided as to what caused the defect with the blades on the cutter. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that meshgraft ii instrument blades were dull and bent. The graft results were not satisfactory. The event was discovered during inspection. There was no harm or delay. No adverse events were reported as a result of this malfunction.